Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has an alleged overdischarge. The caller speculates the patient has not charged since 2014. The caller also stated that the patient's system "never functioned properly", but the caller could not expand much beyond this statement. No further complications were reported. No patient symptoms were reported.